Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not stated whether or not the patient followed the proper post-op procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, a patient underwent a right medial ibalance uka in 2019, and they had done very well until approximately (B)(6) 2022. At that time, reported having a significant increase in pain to a 10/10 for the last prior month. The patient denied any injury, was taking a prescription nsaids, and was applying ice. The pain was located lateral and posterior, and grinding in the knee was reported. X-rays showed a medial uka intact with no signs of complications. The patient did have osteophyte formation noted in both the lateral and pf compartments, ttp at the lateral joint line, and pain upon patellar compression. There was concern that her symptomatology is related to the degenerative changes in the lateral and pf compartments. A further workup to rule out any complications associated with the implants was recommended, the patient was given infectious blood work, and a CT scan was ordered. 26-apr-2022 review found the patient did very well for about 2 years. Nsaids and activity modification resulted in an incomplete relief of symptoms. On (B)(6) 2022, patient underwent revision for failure of uka and adjacent compartment osteoarthritis.